Event description:
It was reported by the clinician that the physician was changing out the line, at which time the physician pulled the line out slightly and cut it so that when it was rewired it would be clean. The other half of the single-lumen infusion catheter (slic) went into the pt, and was caught in the atrium. As a result, surgery was performed, and the slic was removed. No further details of the event are available.

Manufacturer narrative:
Sample will not be returned for evaluation.